Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In november 2022 the family visited for follow-up measurements where it was noticed that some channels were affected. The mother reported that the user had hit his head.further technical checks and medical intervention is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
In (B)(6) 2022 the family visited for follow-up measurements where it was noticed that some channels were affected. The mother reported that the user had hit his head.re-implantation is considered but has not been scheduled yet.

Event description:
In (B)(6) 2022, the family visited for follow-up measurements where it was noticed that some channels were affected. The mother reported that the user had hit his head. The recipient has been reimplanted with a new device.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2022 the family visited for follow-up measurements where it was noticed that some channels were affected. The mother reported that the user had hit his head. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.